Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a root cause of the reported incident could not be conclusively determined. Thrombus is a potential adverse events associated with the device or implant procedure per the amplatzer amulet instructions for use, (B)(6), revision c. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on 22 february 2024, a 28mm amplatzer amulet left atrial appendage occluder was selected for an implant in a patient. A distal thrombus in the left atrial appendage (laa) was known so the goal of closing the laa was to isolate the thrombus. The procedure was performed with an embolic protection device. The device was prepared and successfully released according to the IFU. Transesophageal echocardiography (tee) post implant showed a small thrombus that has formed between the disc and the laa tissue. Video attached. During procedure heparin was administered and the patient's activated clotting time (act) levels was over 250. The patient's international normalized ratio (inr) closest to the time of the reported thrombus was 2.5. The patient remained hemodynamically stable throughout the procedure. Tee has been performed the following day and showed that the thrombus didn't change or move, same size and same location. The patient has been discharged and will remain on anticoagulants and antiplatelets.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.